Event description:
It was report that an occlusion alarm occurred. The customer went to the emergency room (ER) with a blood glucose level of 470 mg/dl with high ketones. The customer attempted to self-treat with a correction bolus via the pump but was treated intravenously with fluids of saline and insulin in the ER. The customer was released on with no permanent damage. A systems check with tandem technical support verified the pump was functioning as intended.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.